Manufacturer narrative:
This report will be updated after analysis is completed.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion, and was showing less than 3 months remaining. There has been no replacement procedure scheduled at this time. No adverse effects to the patient were reported.

Event description:
It was reported that this device was exhibiting early battery depletion behavior. The battery status was estimating less than 3 months longevity remaining. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The device has been received analysis, and the investigation is currently in progress. This report will be updated when the investigation is completed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the device was exhibiting premature battery depletion, and was showing less than 3 months remaining. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.